Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a percutaneous coronary intervention, foreign material was found on the balloon. The 90% stenosed lesion was located in a non-calcified and moderately tortuous left tibial peroneal trunk artery. The physician was attempting to load a 2.5x40mm sterling es balloon onto a non bsc guidewire, but was unable to insert the guidewire into the guidewire lumen of the balloon. When force was applied to the device, plastic material came out of the guidewire lumen. After removing the foreign material, the physician was able to insert the guidewire into the guidewire lumen of the sterling balloon. The balloon was advanced to the lesion and when the physician attempted to inflate the balloon, the physician was unable to inject contrast media into the balloon lumen and inflation failed. The device was removed from the patient and the procedure was completed with a different device. No patient injuries or complications occurred. Patient status is satisfactory.

Event description:
It was reported that during a percutaneous coronary intervention, foreign material was found on the balloon. The 90% stenosed lesion was located in a non-calcified and moderately tortuous left tibial peroneal trunk artery. The physician was attempting to load a 2.5x40mm sterling es balloon onto a non bsc guidewire, but was unable to insert the guidewire into the guidewire lumen of the balloon. When force was applied to the device, plastic material came out of the guidewire lumen. After removing the foreign material, the physician was able to insert the guidewire into the guidewire lumen of the sterling balloon. The balloon was advanced to the lesion and when the physician attempted to inflate the balloon, the physician was unable to inject contrast media into the balloon lumen and inflation failed. The device was removed from the patient and the procedure was completed with a different device. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
Device evaluated by manufacturer - an unlabeled sample container (approximately 200 ml) was returned with the sterling balloon. Inspection of the semi-opaque sample container via light microscopy confirmed the presence of 3-5 particles within the container. The particles were approximately 1 mm in diameter. The particles were sent for characterization by ft-ir atr spectroscopy and eds. The particles were determined to be most consistent with a biological protein such as keratin or fibrin. This suggests the particles, which were allegedly expelled from the lumen of the device, most likely originated from the clinical setting, as opposed to the manufacturing environment. It was noted that there appeared to be dried blood and contrast in the inflation lumen and on the outer surfaces of the device. The balloon was in a loosely folded state, as-received. This is consistent with a device that was exposed to positive inflation pressure. Magnified inspection identified buckling damage to the distal inner shaft between the markerbands. A sample 0.014 wire would not advance through the damaged portion of the shaft when advanced from either the proximal or distal direction; this is attributable to the damaged distal inner shaft no other loading or tracking difficulty was encountered. An inflation device was used to pressurize the device, however, the balloon could not be inflated, presumably due to the presence of dried material in the inflation lumen. After soaking, the device was inflated to nominal pressure without difficulty. The device was then inflated to rated burst pressure, held with constant pressure for 1 minute, then deflated. This cycle was repeated four additional times and no leaks or inflation/deflation difficulties were encountered. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).